Event description:
Pt was receiving a combo chemotherapy of cytoxan, etoposide and cisplatin over 4 days. Each bag was to infuse over a 24 hr period. Bag #1 was hung on 03/01/2012 at 1540; bag #2 was hung on (B)(6) 2012 at 1600; bag #3 was hung on (B)(6) 2012 at 1648, this bag finished 4 hrs and 48 minutes early on (B)(6) 2012 at 1200. Bag #4 was hung on (B)(6) 2012 at 1908. The pt did have a syncopal event later that day on (B)(6) 2012, that required medical intervention from the rapid response team. They do not know if the chemo going in quicker than intended was related to the syncopal event. The pt was also receiving doxorubicin. Event logs were sent. Biomed reported that the pump tested within specifications. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.